Event description:
It was reported that customer experienced difficulty pressing pump quick bolus and wake button, which often required multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to press firmly on center of button while supporting bottom of pump, and although screen turned on, button remained extremely difficult to press, so pump was scheduled for replacement under warranty, customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it with a prepaid label, and was advised to enter pump settings and connect continuous glucose monitor to replacement pump, which customer understood and acknowledged.